Event description:
It was reported that the pt underwent a multi-level fusion approx 4 months ago. On the last refill, there was a volume discrepancy with 2 expected and 7 ml returned. This was the first discrepancy for the pt. She had an increase in pain. On (B)(6)2010, a catheter dye study was performed. The pt was taken to surgery on (B)(6)2010, following the dye study for a pump replacement and a revision of the catheter. After the incision was made in the skin the catheter was found to be fractured with only approx 1 cm within the tissue. On fluoroscopy the catheter appeared to be coiled within the tissue close to the anchor site. There was no csf (cerebrospinal fluid) coming from the catheter. After multiple attempts at multiple levels, the physician was unable to reimplant a new catheter. The case was aborted and the existing pump and catheter was explanted. There were no plans to reimplant. The pump contained dilaudid 50 mg/ml. At 30 mg/day plus bupivicaine 2.5 mg/ml plus clonidine 50 mcg/ml. As of reporting from (B)(6)2010, the pt was on oral dilaudid. The pt was a little weak since surgery and having some diarrhea from the oral dilaudid, otherwise recovering. As of reporting (B)(6)2010, the pt was doing better, feeling stronger. The pt's pain control was good with oral medication.

Manufacturer narrative:
(B)(4)